Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient presented with following pre-op diagnosis, lumbar stenosis facet arthropathy and grade 1 spondylolisthesis l4-5. Patient underwent following procedures. Decompressive laminectomy and facetectomy l3, l4, l5, s1. Posterolateral arthrodesis l3-4, l4-5 , l5-s1. Segmental pedicle screw instrumentation with pedicle screw system l3-s1. Harvest local bone through same incision. Use of bmp morselized allograft for posterolateral fusion. Bilateral emg nerve root monitor ing of lower extremities. Per op-notes: ¿ ¿each of the nerve root was well decompressed. I then placed an 8 cm rod and tightened the set screws with the preset breakoff torque. I performed a posterolateral arthrodesis, decorticating the transverse processes and the residual facet, placing bmp soaked sponges mixed with ceramic bone graft matrix granules and bone was cleaned of soft tissue and mixed with bone dust saved from laminectomy for the posterolateral arthrodesis at l3-4, l4-5 and l5-s1. I then removed the retractor system, cauterized all bleeding points. Two hemovacs were placed through separate subfascial stab incision. The wound was closed in layers over the hemovacs with interrupted 0-vicryl for the muscle and fascial layer, 2-0 and 3-0 subcuticular and a line of staples was then used for the skin." Patient tolerated the procedure well. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.